Event description:
In (B)(6) 2008, pt had surgery for prolapsed bladder and mesh was placed. Immediately after surgery, surgeon told pt, she also had a rectocele repair. Pt was unaware of any problems with rectum. One week post surgery, pt had catheter removed and had a fistula between rectum and vagina. Pt was hospitalized and temporary colostomy was given for 3 months. Pt also states, she has had a bladder infection for one year and half straight. On (B)(6) 2011, pt went to a urogynecologist and had mesh removed. Dr states "mesh had shrunk and wasn't supporting anything."